Manufacturer narrative:
It was communicated that the patient underwent another incontinence operation at a different hospital and had another mesh sling implanted (tvt-o). It was also reported that after a period of time, the patient returned to the first hospital claiming that her husband experienced discomfort; it was found that the mesh was showing at the vaginal wall. Part of the mesh was excised. It was reported that the current situation is that there is no mesh at the vaginal mucosa and the patient is better but not fully continent.

Event description:
The patient underwent surgical intervention and some weeks after the operation, part of the mesh extruded into the vaginal mucosa. The extrusion was repaired by suturing the mucosa over the mesh.